Event description:
It was reported that the temperature display of foley catheter was unstable during use. The temperature display may or may not appear. Also, even if the temperature was displayed, the value was very low.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature display of foley catheter was unstable during use. The temperature display may or may not appear. Also, even if the temperature was displayed, the value was very low.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received four (4) photo samples. All photo samples showcase an overview of a 3-way temp sensing catheter with cut portion of inlet tubing. Catheter was viewed under evo microscope. There was some small damage noted to the catheter silicone. There was no visual damage to the thermistor wire itself. There was some abrasions and scratch damage on the catheter, but no other defects were noted. The catheter was placed in a water bath and attached to a kilo device to display the temperature. A potential root cause for this failure could be loose wires at connection. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: 1. Method for use: (1) do not reuse. (2) do not re-sterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients .patients with known allergy to silver coated catheter" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.